Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the device failed. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.